Manufacturer narrative:
(B)(4). Date sent: 6/12/2023 d4: batch # unk investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned outside its original package and it was not returned for analysis. In addition, a manufacturing record evaluation was performed on the device batch and it belongs to product code psee45a doing matches the device received. Due to the packaging was not received for analysis, no visual inspection could be performed to evaluate the incident reported. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no packaging was returned for analysis. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 584a15, and no non-conformances were identified.

Event description:
It was reported that the packaging looks the same which led to the incorrect device being opened. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/12/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.